Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that they were able to pull exams if putting in the exact date it was done. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a manufacturer representative at the site was unable to find a study. When they searched for the last name the system displayed error 64 "low memory" then went to a black screen. The representative was able to replicate this when searching for other patients as well. Technical services (ts) recommended to burn the data to disc. There was no patient present.